Event description:
Director respiratory therapy reported: during a code, he obtained a resuscitator from a crash cart for use, observed mask to be missing. Another resuscitator was obtained and used to resuscitate pt. No pt harm reported.